Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. Troubleshooting was performed but the issue was not resolved. The event involved product(s) mmt-1886. Mmt-1886 was requested and and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the displacement test. The p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.